Event description:
A caller reported a malfunction on the pump, but no notable events occurred prior to this issue. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information on how to reset the pump and assisted the caller with this process. After the reset, the malfunction code did not recur, and the customer was instructed to continue using the pump and to call back if the issue recurred. The caller acknowledged and understood these instructions.